Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor, no issues were observed. Sensor plug was properly seated in the mount. Data was extracted using approved software, sensor was found to be in sensor state 6 (indicating abnormal termination) and the sensor was observed to have terminated off of the user's body. The sensor plug was removed and the plug assembly was inspected, no issues were observed. The sensor was reprogrammed and activated, however the sensor remained in sensor state 6. The sensor was de-cased and corrosion was found. An extended investigation was also performed on the returned sensor. A second visual inspection revealed corrosion on the printed circuit board assembly (pcba). Replaced returned battery with a known good and attempted to re-program for accuracy test, returned sensor re-programs but does not activate (error a8 error termination state). The corrosion prevented the sensor to activate. Adc was therefore unable to perform further testing related to the high readings issue reported by the customer. Section h6 (investigation findings) code 4247 (appropriate term/code not available) was selected, as adc was unable to perform further testing on the returned device. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.